Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
On (B)(6) 2016, (B)(6). Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's impedances are off. The rep reported that the patient has lost therapy and coverage area. A revision surgery is planned to replace the ins and possibly a lead. The rep also reported that the revision surgery is being scheduled as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.